Manufacturer narrative:
It was reported that the stent deformation occurred in vivo. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Image review summary: image is of a section of a ¿not passing¿ situation statement, a shelf carton, inner pouch and the luer and distal section of a 4.0mm*15mm sds device. There is deformation evident to the proximal stent wraps with struts raised. The lot number on shelf carton and inner pouch corresponds with the lot number reported in gch. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During a procedure an attempt was made to use a resolute integrity rx coronary drug eluting stent to treat a severely tortuous and calcified lesion exhibiting 90% stenosis located in the mid right coronary artery (rca). The device was inspected with no issues noted. Negative prep was performed without issue. The lesion was pre-dilated at 10 atm three times for a duration of 13 seconds. It was reported that the device failed to cross the lesion. An image provided also indicated that stent deformation occurred in vivo. The patient is reported to be alive with no injury.